Event description:
Healthcare professional reported "rupture/deflation". This record is for a right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture/deflation". This record is for a right side. Device was explanted.